Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated with the additional information received on october 23, 2023. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary/gallbladder indication. Imdrf impact code f19 captures the reportable event of surgery performed. Block h10: an axios electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the delivery system. The observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed failure. The reported event of stent failure to deploy cannot be confirmed as the stent was not returned for evaluation. Based on the available information, there is not enough information to confirm the reported event of stent failure to deploy; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, surgical intervention is noted within the IFU as possible adverse event associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the distal flange of the device had failed. The patient was moved to a regular operating room for open surgery. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for a biliary/gallbladder indication. Imdrf impact code f19 captures the reportable event of surgery performed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a procedure performed on (B)(6) 2023. During the procedure, the distal flange of the device had failed. The patient was moved to a regular operating room for open surgery. No patient complications were reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.